Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2009 and mesh and (ams) elevate were implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent a concurrent procedure using elevate, american medical systems on (B)(6) 2009 in order to correct bladder prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh implantation on (B)(6) 2009 to correct bladder prolapse, organ prolapse, and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior repair with elevate sling, sacrospinous ligament fixation using elevate sling system, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent anterior repair with elevate sling, sacrospinous ligament fixation using elevate sling system, and cystoscopy.